Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported the pump time was incorrect. Cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.